Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) machine screen is blank. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, g7, h2, h3, h6 (investigation findings, investigation conclusion), h11. Corrected fields: e1 (event site telephone), g2, h6 (medical device problem code). A getinge field service engineer (fse) inspected the unit and reviewed the error codes. The fse determined that the executive processor board was faulty. The board was replaced, and the unit passed all functional tests. The device was returned to the customer and released for clinical use.